Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history (time not set correctly): (B)(6). Customer does not believe this meter is reading correctly. Customer test regularly in the morning before a meal and as needed during the day.